Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient for magnetic resonance imaging (MRI). The physician programmed the implantable cardioverter defibrillator to prepare for the MRI. After the MRI, device interrogation revealed that the implantable cardioverter defibrillator was in backup vvi. The device was reprogrammed and the issue was resolved.